Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. It was reported that at the time of the event, the patient¿s peritoneal dialysis (pd) effluent was clear. The cause of peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event. On an unknown date during hospitalization, the patient was treated for the peritonitis with vancomycin intraperitoneally and rifampin oral (dose, frequency not reported). The last does of rifampin was unknown. The last does of vancomycin was 27 days after peritonitis onset. Further treatment during the hospitalization was unknown. Four days after being admitted, the patient was discharged from the hospital. At the time of this report, the peritonitis was resolving, the patient was recovering and pd therapies were ongoing. No additional information is available at this time. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).